Event description:
It was reported the patient experienced ineffective and unintended stimulation. Fluoroscopic diagnostics showed the lead has not migrated. A sjm representative tried reprogramming to no avail. The patient is to consult the physician for revision as a next course of action.

Event description:
Further follow up identified the patient underwent surgical intervention and during the surgery the diagnostics determined normal impedances on the lead. The physician electively explanted and replaced the scs ipg. The ipg did not show any anomalies before explant. Reportedly, the patient has effective stimulation and does not experience unintended stimulation postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.